Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Visual inspection noted that the screw is fractured at the threads. The abutment and crown shows damage in the inside. Visual inspection in comparison with the drawing was consistent with the design of the screw. The device history record review for the screw was performed and did not identify any non-conformances. A definitive root cause has not been determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.